Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer is experiencing low blood glucose of 4.5 mmol/dl. Customer treated for the low blood glucose with juice and troubleshooting was performed to test the devices functionality. During trouble shooting everything tested within specification and the drive support cap was recessed. It was noted that the basal rates were decreased and advised customer to contact their health care provider regarding their low blood glucose. No further information was provided.